Event description:
Pt was treated in 2003. At one-month post treatment the pt had developed waffling on upper cheeks. Follow-up in 2004: pt reported having deep ridges on both cheeks. Two months later pt had restalyne injections as filler on the ridges.